Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the temp basal settings were not saved for the length of time indicated for. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2019 with the following findings: during investigation, there was no activity in pump histories relating to the complaint.there was no data in pump histories from time of reported issue due to continued use. Temp basal program executed successfully during testing. Unable to verify or duplicate reported temp basal ending prematurely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.